Manufacturer narrative:
(B)(4).

Event description:
It was reported that on 25may2026, while obtaining access at the right internal jugular (ij) in the presence of scar tissue, the guidewire from a 5f micro-introducer kit (mik) unraveled. The physician shaped the guidewire tip with curls to facilitate vessel access. During repeated advancement and retraction, it is presumed that the guidewire contacted the edge of the introducer needle bevel, resulting in unraveling of the wire. The guidewire and introducer needle were removed from the site, and a mik was subsequently placed successfully. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical intervention was required. The reporter also indicated that a similar incident had occurred previously with a different patient; however, no additional details were available due to the time elapsed. No patient injury or adverse health outcome was reported in association with that prior event. Associated mdrs include 2134812-2026-00026 (specific event) and 2134812-2026-00030 (multiple events without additional details).